Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an everflex entrust self-expanding stent along with non-medtronic 6x23 sheath and 0.018" guidewire during procedure to treat a little calcified soft tissue in the left mid superficial femoral artery (sfa) with chronic total occlusion (cto-100%). The vessel was none tortuous. The vessel diameter and lesion length are 5.5mm and 250mm respectively. No embolic protection was used. There was no damage noted to packaging. There was no issue noted when removing the device from hoop/tray. The device was prepped per IFU with no issues identified. The lesion was pre dilated with a 4mm and 5mm pta balloon. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. Stent deformation occurred in vivo during positioning/deployment. The thumbscrew/lock-pin was checked for securement prior to procedure. The lock-pin was removed at the initiation of delivery. It was reported that physician treated patient for cto of full length of sfa with thrombectomy, pta andstents the full length of sfa. Initial stent laid was a 6x120 entrust that deployed with no issue. Mid deployment of 6x150 entrust in mid-sfa - physician estimated 100mm into deployment - thumb wheel stopped moving. At that time physician called medtronic rep and asked what to do. Medtronic rep walked physician through the manual deployment. Stent was able to complete deployment and release but some elongation did occur in the middle of the stent around the area where the thumb wheel deployment failed. A 7x60 stent was then placed more proximately. No other issues were noted. Upon completion of the procedure patient had 3 vessel run off and pulses at the ankle/foot. No patient injury occurred.

Manufacturer narrative:
Product analysis the stent confirmed as 150mm the handle of the device was received in 2 parts and the pullwire on the deployment wheel was intact and attached to the outer sheath no functional testing could be carried out due to the condition of the returned device. Image analysis the customer returned three images. Image 1 shows what appears to be a stent, with radiopaque markers visible within a patient¿s vasculature system, with the word left displayed on the image. Image 2 shows an enlarged / expanded image of what appears to be a stent, with radiopaque markers visible within a patient¿s vasculature system, with the word left displayed on the image. Image 3 shows an enlarged / expanded image of what appears to be a stent, with radiopaque markers visible within a patient¿s vasculature system, with the word left displayed on the image. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.